Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump and during power up, the error code 42 occurred and displayed on the screen. The error code 42 is indicating a problem with the printed wire assembly (pwa) board. Further investigation of the pump determined that the pwa board was defective and was the root cause of the reported issue. Service will replace the pwa board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd ms3 pump exhibited system fault. No patient was involved in this event. No adverse effects were reported.